Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with prolonged hypoglycemia following prior hyperglycemia while using the ilet system, leading the user to disconnect and manage with subcutaneous insulin injections; the agent observed that lows tended to follow highs and suspected maladaptation of automated corrections. Symptoms included hypoglycemia with alerts and subsequent hyperglycemia. Outcomes included user-initiated discontinuation of pump therapy and use of backup injections without medical intervention or assistance. Investigation included review of device data and therapy history and plans for clinical team outreach to assess for maladaptation and determine whether a soft or factory reset is indicated. Investigation of this case revealed no definitive device malfunction and an unclear cause for the alternating hypoglycemia and hyperglycemia. It was concluded that the cause of both hypoglycemia and hyperglycemia was unclear, and user counseling and potential device reconfiguration were recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.